Manufacturer narrative:
During further investigation (fi), a visual inspection of the li-ion battery assembly revealed no external damage. An attempt to fully charge the battery on a test ventilator failed. The battery reached 85% and 15.85v. The internal battery test was performed and failed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer complaint of ¿failed battery test (e/c 1124)¿ was confirmed. Defective battery sent out for analysis, will amend report after analysis is available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The caller reported that the battery logged an error code(e/c# 1124) there was no patient involvement.